Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.